Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the hospital due to an alert for low lead impedance. During the surgical procedure, an insulation break was observed. The pace/sense portion of the lead was capped.